Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a red screen warning that the device had reverted to a fallback/safety mode, during which time single zone tachy therapy (rate cutoff 165 bpm) and vvi pacing at 60 bpm was reported to be available. However, this patient experienced a ventricular tachycardia episode at a rate of 170 bpm, and the device did not sense/treat the arrhythmia. In addition, the patient's intrinsic rhythm dropped to approximately 20 bpm and the device failed to pace, resulting in a hospital admission to implant a temporary pacing wire. The device was explanted and returned to guidant for analysis.